Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms and no capture on the right ventricular (rv) channel. A revision procedure was performed and the lead was revealed to be damaged due to subclavian crush. The lead was removed from service and replaced. No additional adverse patient effects were reported.